Event description:
The customer reported being hospitalized due to heart attack and high blood glucose. The blood glucose reading at time of call was 303mg/dl. The customer was experiencing unexplained high glucose for the past two months. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer called back and stated that she feels the insulin pump was not functioning properly and requested a replacement of the insulin pump. The customer stated that she tried a new infusion set, but her glucose level was still running high. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.